Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty in a shunt vessel. A 5.0mm x 40mm x 40cm sterling balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient was in good condition.